Manufacturer narrative:
Device evaluation: the product is not available for investigation; therefore, the complaint cannot be verified. Manufacturing records review: the manufacturing record evaluation and complaint history review could not be performed since the lot number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
Cartridge issues were reported as the intraocular lens (iol) was not advancing properly in the eye. The customer believes the iol touched the patient¿s eye. No patient injury reported. Various occurrences of this event were reported as a cluster. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Corrected data: (B)(4) was provided in the initial report however the device was discarded by the surgery center therefore this code has now been updated to (B)(4). Device evaluation: the product was discarded by the customer. The reported issue could not be verified. Manufacturing records review: the manufacturing record evaluation and complaint history review could not be performed since the serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The concomitant product was inadvertently not included in the initial report although this information was known. A correction is being submitted to provide the missing information. Concomitant medical products: intraocular lens zxt375, serial number (B)(4). All pertinent information available to abbott medical optics has been submitted.